Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump was harder to push, sticky and sometimes unresponsive. The customer¿s blood glucose was unknown. Customer reported that the crack on the reservoir side on the casing and on the screen. Customer reported that the reservoir was loose or unsecured when they screw in. The insulin pump will not be returned for analysis.